Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to pain at the implant site from the physical wearing of the processor and device migration. The patient was reimplanted with another cochlear device during the same surgery.